Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were not getting as much relief as they would have liked since implant. Patient stated that they had gradually raised the level of stimulation every 5-6 days because they didn't feel like they were getting enough relief. Patient stated that when they raise the level for about 2-3 days after they increase the stimulation, they feel the stimulation going through 2 or 3 places in their body. Patient mentioned that there was an uncomfortable feeling behind their ear. Patient also mentioned that they may have had some nerve issues on the right side of their body that had never been so bad that they had to have it checked. Patient asked if this was normal. Agent reviewed information with the patient and redirected patient to their healthcare provider to further address the issue. Patient would maintain stimulation level and would continue to track symptoms. Patient reported stimulation in different location.